Event description:
It was reported that blood was seen leaking out white cord by the blue snap connector. No patient complications were reported.

Manufacturer narrative:
We received one 746hf8 with an attached monoject 1.5cc limited volume syringe and (4) stopcocks for examination. The optic fiber was found broken when connector was opened. Interlumen leakage was found to be in the catheter body proximal of the catheter tip. The leakage is between the distal and optics lumens. The optics extension tube was knotted as well. The proximal infusion and proximal injectate lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The thermistor read 36.9'c when submerged in 37.0"c water. There was no other visible damage observed from the catheter body or the returned syringe. A cut down of the distal lumen was performed which exposed a split in the webbing. A cross section was taken from the damaged area to measure the a-web, which was found to be in specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed.